Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown; however, according to the patient it "could have been a touch contamination". It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (2000mg every five days, ongoing) cefalexin (500mg, oral 2 doses) and ip fortaz (250mg for 10 days). At the time of this report, the patient was recovering from the event. Action with pd therapy was not reported. The patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter minicap. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.